Manufacturer narrative:
(H3,h6): no parts have been received by manufacturer for evaluation. Codes:b17,c19,d15. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000210 ; product ID: bi71000925; product ID: bi71000163r; product ID: bi71000554. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the a battery error on the imaging acquisition system(ias) noticed during a spin, this resulted in the gantry being stuck around the patient. No further details provided at the time of the call. This issue occurred intraoperatively and caused an unknown surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the imaging system. It was reported that while using the dash app, the rep was able to find that battery tray #4 was not staying charged long enough to shoot x-ray. The battery tray, broken dongle pendant, 4-40 jackscrews and cover screws were replaced. System checkout was completed and the system functioned as intended. Codes b01, c02 and c07, as well as d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.